Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use with the liberty select cycler or cycler set. The patient¿s peritonitis has been attributed to a breach in aseptic technique when the patient was scrubbing the pd catheter during treatment and the connection became disconnected. The patient reconnected and continued to complete pd therapy resulting in peritonitis. Touch contamination is the cause of most pd-related peritonitis cases resulting from a break in sterile technique contaminating the catheter or the connections. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they experience peritonitis. The patient¿s line was loose on the delfex 1.5% 5l bag and fluid ran down their leg which led to the infection. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient contacted the pdrn on (B)(6) 2019 to report that while he was connected for treatment, he scrubbed the pd catheter (not a fresenius product) connection which came apart. The patient reconnected and continued to complete the pd therapy. The patient has been instructed on numerous occasions to not do that. The patient was seen in the clinic on (B)(6) 2019 and administered a one-time dose of prophylactic antibiotic with intraperitoneal (ip) cefepime and vancomycin (dose unknown). A pd effluent culture was obtained and grew gram positive bacillus (species unknown) with a white cell count of 8 (unknown units). After the culture results the patient was switched to ip vancomycin 1g every other day at the pd clinic as the patient was not able to administer to himself at home. On (B)(6) 2019 the patient had a second culture drawn at the pd clinic. This time the result was positive for gram negative bacillus (species unknown) which was said to be airborne. The white cell count was 16,511 (unknown units). The patient was subsequently hospitalized on (B)(6) 2019 due to the peritonitis and currently remains in the hospital. The pdrn stated this patient does not understand how to complete pd therapy. The patient took two weeks to train and has been re-educated multiple times on proper procedure and proper aseptic technique. The patient does a lot of work in the yard at home. There were no issues with the liberty select cycler or cycler set related to this event.